Event description:
It was reported that a spectrum infusion pump was alarming system error 345 during use in the medical-surgical unit. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 345. Past repairs have shown that replacement of upstream sensor and downstream sensor has resolved the reported symptom. The upstream and downstream sensors were replaced.